Manufacturer narrative:
The clip remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Patient ID: (B)(6). This is filed to report the clip entanglement. It was reported the on (B)(6) 2021, a mitraclip procedure was performed to treat grade 4 degenerative mitral regurgitation (mr) with a prolapsed posterior leaflet. The mitraclip (cds0701-xtw 10201u375) advanced to the mitral valve. Immediately after the clip was placed in the ventricle, there appeared to be chordae interaction. Using careful manipulation, the clip was brought up to the leaflets for grasping. Upon closing the clip, valve distortion was observed along with an increase in mitral insufficiency and a gradient of 6mmhg. The clip was observed stuck on the posterior leaflet chordae. The clip was unable to be released from the posterior chordae after multiple torqueing and inversions. The prolapsed posterior leaflet with chordae was caught on top of one of the gripper arms and could not be freed. After image review, it was thought that during the first grasp attempt, this clip interacted with the chordae, causing the valve to distort. Once the grasp was released and the clip was brought up to the leaflets for a second grasp attempt, the clip had become stuck on the posterior chordae which likely ruptured. The chordae components likely wrapped around shaft of clip pinning both grippers up. With grippers pinned up, the grippers were unable to come down and the clip did not adequately attach to the leaflets. This led to a double leaflet detachment as the clip was only attached to the chordae. An attempt was made to lower the gripper arms. There was difficulty pushing both grippers down at the handle and the gripper arms were unable to lower and stayed raised. Since the gripper could not be freed from the posterior leaflet, the decision was made to deploy the clip. After deployment, the clip detached from the anterior leaflet and remained attached to the posterior leaflet (single leaflet device attachment/slda). Two additional clips were implanted, one on each side of the slda, to stabilize the slda clip and decrease mr. The mr was reduced to 2. On (B)(6) 2021, the patient was hospitalized due to acute decompensated heart failure. The patient experienced an increase in shortness of breath, cough and increased bilateral lower extremity edema. Mr increased to 4. The patient was treated with medication (lasix) for edema. Per the physician, acute kidney injury (aki) is likely associated with the procedure resulting in oliguria and volume overload but, given the severe mr, the mitraclip cannot be ruled out ruled out as a contributor to the event. No additional information was provided.

Event description:
Subsequent to the initially filed report, the following information was received: after clip deployment, an slda did not occur. The clip actually completely detached from both leaflets. The clip did not embolize in the body, it remains entangled in the posterior flail chord. On (B)(6) 2021, mitral valve replacement surgery was performed. The three clips were explanted and a bioprosthetic valve was implanted. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have influenced the reported event. Additionally, a review of the complaint history did not identify any similar incidents. The patient effects of chordal entanglement/rupture (which is unspecified tissue injury), worsening heart failure, dyspnea, persistent mitral regurgitation and renal failure as listed in the instructions for use (IFU) are known possible complications associated with mitraclip procedures. Based on the information reviewed, the reported entrapment of device was due to a combination of challenging anatomy and operational context. The reported gripper actuation issue was due to the reported entrapment of device as the chordae was wrapped around the shaft of the clip pinning the grippers. The reported expulsion was a cascading effect of the reported gripper actuation issue and procedural conditions as the gripper actuation issue caused the clip to not adequately attach to the leaflets resulting in complete clip detachment. The reported foreign body in patient was a result of entrapment of device as the clip had to be deployed in an unintended location (on the leaflets and on the entrapped chordae). The reported recurrent mitral regurgitation (mr) was a cascading effect of the reported complete clip detachment as the mr was noted to have increased after the expulsion occurred. The reported dyspnea and congestive heart failure were cascading effects of the reported recurrent mitral regurgitation (mr). The reported unspecified tissue injury was due to the reported entrapment of device as the clip was stuck on the chordae and the chordae ruptured. The reported renal failure was likely related to the mitraclip procedure therefore due to procedural conditions. The reported medication required was a result of case specific circumstances as the patient was treated with medication (lasix). The reported unexpected medical intervention (additional mitraclip / triclip same procedure and pti) were a result of case specific circumstances as additional clips were implanted to stabilize this clip and as troubleshooting attempts were made to free the gripper and clip from the chordae respectively. The reported hospitalization and surgical intervention were a result of case specific circumstances as the patient was hospitalized and mitral valve replacement surgery was performed. There is no indication of a product issue with respect to manufacture, design or labeling. H6: medical device problem code 2507 - removed.